Event description:
Dopamine drip hung at 10:50 at 27cc/hr (400mg/250cc) channel c via imed quad pump. At 11:15 patient's heart rate and blood pressure was elevated. Nurse titrated drip 24cc-20cc-15cc, then turned channel off. Patient became nauseated. At 11:35 it was noted that the dopamine bag was empty. Channel c continued to infuse even though it was off. IV tubing was immediately disconnected. The pump was noted to be set at 27cc/hr. Approx 250cc's were infused into the patient in one hour.